Manufacturer narrative:
The customer called technical support to report that the touchscreen was occasionally not working. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. A field service engineer (fse) was dispatched onsite to evaluate and repair the device, and an order for the replacement touchscreen was placed for repair; however, the fse was unable to duplicate the reported issue and found that the device operated as intended. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was occasionally not working. At this time, it is unknown if there was no patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was occasionally not working. This investigation is ongoing.